Event description:
It was reported that this pacemaker system was exhibiting intermittent right ventricular loss of capture not above two seconds. Technical services (ts) was consulted and noted stored pacemaker mediated tachycardia (pmt) episodes. In addition, oversensing is suspected, and there were high capture thresholds. The right atrial (ra) lead was exhibiting noise. Ts was consulted and recommended testing options. This system remains in service. No adverse patient effects were reported. Additional information was received, and the patient has been coughing when the device is pacing. Rv lead perforation was suspected but echocardiogram confirmed there was no perforation. Further testing to confirm if there is a lead issue was recommended. No adverse patient effects were reported. Additional information was received and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.